Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high pacing thresholds and high out of range pacing impedances. It was noted that the high out of range pacing impedances triggered a lead safety switch (lss) from bipolar to unipolar configurations. The patient reported feeling pacing around the device. At this time, no adverse patient effects were reported. This rv lead remains in service.